Manufacturer narrative:
The investigation for delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue is determined to be patient condition because the vessels became constructive and discovered on cutdown that the lumen of vessel was in an inflammatory response. Decided to abort implanting 5.5.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported the insertion of impella 5.5 device to a patient with cardiomyopathy was unsuccessful due to the patient's anatomy. The vascular anatomy was unsuitable for the impella 5.5 device related to small lumen size and inflammatory and restrictive response to chemotherapy medications. The impella 5.5 case was aborted, and the decision was made to place an impella cp device which was successful. There was no report of adverse effects to the patient.